Event description:
The consumer reported that she had burning at her implant site off and on since (B)(6) 2016. There was no fall or trauma related to this issue. The patient was indicated for urinary dysfunction / sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.